Event description:
It was reported that the pacing dependent patient presented for routine in-clinic follow up. During the follow up the pulse generator was unable to be interrogated. Sudden premature battery depletion was suspected. The patient was scheduled for explant and the device was replaced. The patient was stable.

Manufacturer narrative:
Reported event of premature discharge of battery and failure to interrogate were not confirmed. The device voltage was above elective replacement indicator (eri) level upon receipt. Analysis of device image and session records indicated autocapture and rate responsive feature were enabled during implant period. When automatic settings are programmed, such as autocapture and rate responsive feature, the device would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Longevity assessment was performed, and implant duration exceeded total projected longevity indicating normal battery depletion. Further analysis performed found no anomaly, the device was able to be interrogated successfully throughout analysis.